Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and alarmed battery out limit, as well as bad battery. The blood glucose reading was unknown. The customer stated that the battery would show that is was half full and then the device would lose power without a low battery alert. He advised that the blank display was a past event and that the device was now functioning, so he declined troubleshooting assistance for the matter. The call was disconnected before the customer could be advised that a replacement battery cap would be sent. Nothing further reported.